Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece gets hot during use. There was no patient impact.

Manufacturer narrative:
Analysis of the device found that there was no fault found with the unit. The pre-temperature test is well within specification (from 78 to 81 deg f after one minute). If information is provided in the future, a supplemental report will be issued.